Event description:
Panel connection loss message was displayed. The staff said that they could not turn off the ventilator or could not shut it off.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form (B)(4) inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Panel connection lost during ventilation. No harm to patient or user. Ventilation continued. The issue is deemed as a reportable event since the deivce cannot be operated by the medical staff. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be vu esm or ip reboot due to function failure. In consequence the correction made to replace the esm board. There was no patient or user harm.

Event description:
Panel connection loss message was displayed. The staff said that they could not turn off the ventilator or could not shut it off.